Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event with an infusion set as the infusion set tubing was leaking at the site after being used for less than 3 hours. Patient's blood glucose at the time of w\event was 16 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.